Manufacturer narrative:
The device was returned and received by aci. Visual inspection revealed that button number 2 had been depressed but the button number 3 (for balloon retraction) was not retracted. The device was received with the introducer sheath detached from the device. Visual inspection revealed a kink on the introducer sheath, approximately 41 mm from the distal end. The kink in the introducer sheath may have obstructed the device path during catheter insertion. Torturous vessel, scar tissue or steep angle of entry into the artery may cause difficulty for the introducer sheath to make the "turn" into the vessel resulting in a kink in the sheath. The review of the lot history record (f1603603) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and the investigation performed, the probable cause for the reported event may have been kink in the introducer sheath which prevented the catheter from being advanced all the way into the sheath. During insertion of the device into the introducer sheath, the deployer encountered resistance and attempted to replace the device with another mynx ace device leaving the original sealant in the sheath, resulting in the sealant being pushed into the artery when a second device is deployed. In addition, it was reported that the devices were obtained and transferred from a different hospital. It should be noted that the mynx device shall be kept in a temperature-controlled environment at all times. If the mynx sealant is exposed to high temperature, the safety and/or effectiveness of the device may be affected. Per the mynx ace IFU, the mynx device should only be used by a trained physician and/or healthcare professional and be kept dry, protected from moisture in maximum temperature condition at 25°c. Should additional relevant information become available a supplemental MDR will be filed. See medwatch form #s 3004939290-2016-00115 and 3004939290-2016-00116.

Event description:
It was reported that during deployment of the mynx ace vascular closure device, the sealant was misdeployed inside the vessel resulting in an occlusion. The physician brought the device from another facility. It was not reported how the device was transported or stored prior to use. The device was being used for right femoral arterial closure following an interventional atherectomy procedure. The deployer had difficulty advancing the device into the 6f introducer sheath. It was confirmed based on imaging, that the sheath was not likely kinked. Light manual compression was applied in an attempt to flatten the tissue tract; however, that did not resolve the issue. The device was removed from the sheath this time. The deployer did not want to lose access or convert to manual pressure, but rather rewire the mynx ace sheath and use another device to close. The deployer was informed at that time that the sealant may still be in the sheath and by introducing a wire to the sheath, there was a risk of pushing the mynx sealant into the lumen of the vessel. Against recommendation, the deployer exchanged the sheath with a new mynx ace sheath and closed the vessel per the instructions for use. Through contralateral access (previously obtained for the intervention) a blockage distal to the deployment of the mynx was observed. The sealant was aspirated out of the patient and blood flow was restored. The patient did not have any long term effects from this incident and was discharged on the same day per hospital protocol. The patient's recovery was normal. A company representative reviewed the mynx device handling instructions with all relevant parties at the hospital as well as the deployer of this device. No further information is available. This is report 1 of 2 for this event.